Manufacturer narrative:
Submit date: 7/6/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 6/14/2016 that a customer had an issue with a safety needle. The customer states the nurse received a needle stick after administering insulin to a patient. The nurse received post exposure testing and the results are unavailable. The customer replied no information is available in regards to the safety shield activation information.

Manufacturer narrative:
Submit date: 9/26/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Since a sample was not received, sample analysis could not be conducted. Without a sample, an investigation cannot be performed and the reported condition cannot be confirmed. Procedures and work instructions exist for the proper handling and verification of components and the operation of the molding, syringe assembly and packaging machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Production associates are required to visual inspect and physically test molded components to specifications as defined by the quality inspection standard. Preventive maintenance and cleaning requirements are defined for the molding machines and tools to ensure process capability is maintained. During production, the assembly and packaging equipment is checked regularly to verify the equipment is functioning properly the machine that assembles this product is equipped with vision systems that verify the presence of the lock insert and shield and a station that tests the shield function on the syringe. The machine tests every syringe and it must function within the specification limit or the machine will kick-off the syringe. During manufacturing of this product, inspectors routinely test samples for shield lock out. The results are printed out from the computer and are reviewed for each lot prior to release to verify that all testing during production was acceptable and within specification limits. The product cannot be accepted unless the acceptable quality level has been met. Per medtronic procedure, complaint trends will be evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.